Event description:
During placement the guidewire knotted in the patient. The physician tried to pull the guidewire back but felt restriction and noticed the knot. The line was removed, but the physician had to cut deeper into the arm to remove it.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review is not possible, as no manufacturing lot number has been provided by the complaint.